Manufacturer narrative:
Upon receipt, the lead was found dissected. The proximal fragment was not returned for analysis. The returned lead fragment was analyzed. The inspection demonstrated multiple signs of wear. In particular, in the region of the tricuspid valve the insulation was found rubbed through. The coating of the conductor cable to the ring electrode was damaged. The finding can be considered to be the root cause of the observed noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
There is noise and poor capture on the rv lead. The patient received multiple inappropriate shocks. The patient had been carrying firewood, which may have caused crush. The physician chose to replace the ICD, rv lead and lv lead with competitive products. Should additional information become available, this file will be updated.